Event description:
It was reported that during a low anterior resection procedure, at first, a white cartridge was loaded instead of the original cartridge and fired without any problems. At the second firing, the blue cartridge was loaded into the device. When the closing lever was going to be grasped to insert the device through a trocar, the lever became non-functional and the jaw could not be closed. Another device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
(B) (4) (B) (4). Articulation gear teeth. Eval summary: the analysis showed that the 6tb45 device was received with the articulation mechanism damaged. The device was received with a cartridge reload loaded on the device. The reload was received unfired. The device was tested for functionality with a test reload on the three articulated positions and it fired, cut and formed the staples as intended. The device closed and opened without any difficulties noted. The device was disassembled to verify the condition of the internal components and the articulation gear teeth were found damaged. While no conclusion could be reached on what caused the damage on the articulation gear, it is possible that the device was articulated beyond its articulation stop resulted in the instrument damage. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B) (4). The batch record was reviewed and no anomalies were noted during the manufacturing process.